Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a foley catheter. The customer stated that on the second day of use, the balloon burst. No product was returned.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.